Event description:
Pt was sedated and abdominal incisions were made for placement of trocars for a robotic prostatectomy. At that time, the right hand controller on the control unit fell off. The surgical procedure was immediately stopped and the pt taken from the or to recovery. Upon investigation, a set screw that holds the hand unit to the controller arm became loose. While the surgeon was manipulating the hand unit to begin the surgical procedure, the handle separated from the support shaft on the controller arm. The MFR's clinical rep was present in the or at the time, and immediately called the company's hotline for assistance. The arm could not be repaired. A repair tech was called and came to the or. Upon examination, he determined the set screw was loose and that was the cause of the controller unit separation. There was no explanation regarding how the set screw became loose. The surgical unit had only been used three times - add'l use was made during staff training-. All studies had been performed within the last 45 days with no errors. On startup, there were no mechanical or computer systems error codes that displayed.